Event description:
A nurse reported that when fax (fluid-air exchange) was required during a procedure, no air was passing through the infusion cannula. Fax was increased to 60mmhg (millimeters of mercury), but this did not resolve the issue. The procedure was able to be completed without harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).